Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, specifically during insertion, the image was lost and suddenly went dark. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed using another device of the same model. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the complaint device was not returned for analysis; therefore, a technical analysis could not perform. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: this investigation has been assigned an investigation conclusion code of cause not established. The device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.